Event description:
On (B)(6) 2012, it was reported that the pump lost power during the night. The reporter stated that the battery was replaced with no power resolution. The reporter denied damage to the battery cap or pump casing; no moisture in the pump was observed. The reporter stated that the patient's blood glucose (bg) was 296mg/dl and that the patient felt tired. The patient was started on a backup plan of insulin injections according to the reporter. This complaint is being reported because the alleged power issue could cause a discontinuation of insulin delivery for an unknown amount of time. The hyperglycemia was likely the result of a power loss. However, the bg incident does not meet the criteria for an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: no insulin delivery defect was found. Pump powers on normal with no alarms. The pump was exercised for 24 hours with no alarms or power issues occurring. A "low battery" warning and a "replace battery" alarm were reproduced during testing; pump gives appropriate audible and visual alert. Alarm history for 8/3/12 shows a "low battery" warning at 2:05am and a "replace battery" alarm at 2:36am. No power issues observed in the black box. No data in black box from time of the reported power issue due to continued use. No damage was found to the battery cap or battery compartment. The battery cap was able to attach securely to the pump. The pump was opened and no damage was found to the power circuit.